Event description:
It was reported to philips that the paddle tray support broke. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.